Event description:
The patient contacted animas on (B)(6) 2013 reporting that for the last two months their blood glucose (bg) has had random spikes reading from 400-500mg/dl every two to three days. The patient stated that he changed his infusion site and found no bent cannulas. The patient stated that they were using a loaner pump for a month prior to the spikes and he has had zero spikes with the loaner pump. The patient stated he had a bg of 510mg/dl today with vomiting and treated with humalog to bring bg down. The patient reported no new medication, no new activities/stressors or no diet changes. Troubleshooting indicated that the time and date are correct in the pump. The I:c ratio, basal rates, bg target, isf and insulin on board are all programmed as desired. The prime history showed that the patient is changing the sure every couple of days. The total daily dose is adding up correctly. The bolus history amounts are all given to completion and as desired per patient and no recent alarms in pump history. Customer support (cs) advised the patient to speak with his healthcare professional about possible alternative infusion set insertion site and possible setting adjustments in the pump if a pattern is suggested through downloading his pump. The patient is insisting on pump replacement. This report is being made due to the patient's hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, the pump's black box was reviewed and showed the last basal delivery and last bolus were on (B)(6) 2013. The daily insulin delivery totals were reviewed and correctly reflected the user's programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. There were no alarms or errors associated with the complaint in the black box or alarm history; only typical usage was observed. The pump successfully completed and passed the required 29 hour flow accuracy test and was found to be delivering within specifications. Unrelated to the complaint, evaluation revealed a crack at the threads of the battery compartment. The original complaint of inaccurate insulin delivery was not duplicated during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.